Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. The evaluation determined the cause of the failure to be due to the deterioration of the door piston foam and a crack in the door piston. The deteriorated door piston foam and cracked door piston were scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation; no patient involved.